Event description:
A (B)(6) male patient called in to lifecor customer support to report that his response buttons were not working. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem has been confirmed. The cause of the response buttons becoming inoperative was a disconnection of the cabling running from the computer/analog pca board to the auxiliary board. The disconnected cabling was caused by the end cap separating from the enclosure. The root cause of the case separation cannot be positively determined, but was likely due to excessive force on the enclosure. No adverse event resulted from the end cap separation. The patient received a replacement monitor.